Event description:
Issue with implantable ports where certain ports were noted to have a higher rate of extravasation, particularly when it is injected under higher pressures such as during a power injection. (B)(6) has filed a notification with the FDA as well as the manufacturer. The oncologist for the patient has been notified of this issue and agrees with the plan to proceed with a port exchange. I have discussed with the patient the risks and benefits of a port exchange including infection and at this time the patient would like to proceed with a port exchange. Upon assessment the left port appears red and there is a small opening along the incision line. The decision was made to replace the port on the right side.